Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call high blood glucose levels, low blood glucose levels and hospitalization. Customer's blood glucose level went as high as 600 mg/dl and as low as 20 mg/dl. Customer treated their high blood glucose via manual injection and their low blood glucose via glucagon shot. Customer's current blood glucose level was 169 mg/dl. Customer was admitted to the hospital on (B)(6) 2018. Customer advised the insulin dripped out of the infusion set. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.